Event description:
General report received of an unspecified number of undocumented incidents of the silicone sleeves of the clave y-sites remaining in the depressed position. On unspecified dates, the male adapters of the primary tubing sets were connected to the female adapters of the extension tubing sets to deliver unspecified medications. At unspecified times, the male luer of unspecified syringes were connected to the clave y-sites of the extension tubing sets to deliver unspecified medications IV push. The customer contact reported after the syringes were removed from the clave y-sites, the silicone sleeves of the clave y-sites remained in the depressed position. It was reported that unspecified volumes of solution leaked. There were no reported adverse pt effects and no reported delay of therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided including if the extension tubing sets were replaced.

Manufacturer narrative:
The customer indicated that the device was discarded. Representative device were received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.